Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 501 mg/dl. The customer stated that she and her father were using insulin from the same vial, and they both experienced high blood glucose levels. They both tried a different vial, and her father's blood glucose regulated, but her's remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have supplies with her to continue troubleshooting. Advised the customer to call back when she is able to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.